Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an implantable neurostimulator (ins) pocket revision because the ins had become dislodged. The patient realized the ins had moved around in its pocket when she felt a "pop" while (B)(6) shopping on (B)(6) 2015 and then the ins didn't move completely out of its pocket until a couple months later on (B)(6) 2016. The revision occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.